Manufacturer narrative:
(B)(4) - follow up #001. Initial (B)(4) issued MFR. Report # 1531186-2013-04242, indicting the date importer became aware as (B)(4) 2013. The correct awareness date is (B)(4) 2013.

Event description:
Provider states flange bearing in head tube assembly on the left side has worn and the fork will no longer pivot.